Event description:
It was reported that during a coronary treatment procedure a drug eluting stent was implanted instead of a bare metal stent. The lesion being treated was located in the right coronary artery (rca). The physician asked for a liberte stent, expecting a bare metal stent and was handed a taxus liberte stent, which was implanted. The physician was aware of the name change from liberte to veriflex. Antiplatelets were prescribed. No patient complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.